Event description:
An 84-year-old female underwent a thrombectomy using the inari clottriever bold system to address her upper extremity deep vein thrombosis. After wire positioning was obtained, the 13 fr clottriever sheath was placed and the clottriever bold catheter was advanced into place. A pass was performed which removed chronic clot. An angiogram was performed and extravasation was discovered near the funnel. An angioplasty was performed by ballooning. After 20 minutes, the physician was satisfied that the vessel did not need further treatment or stenting. The physician also identified a pseudo aneurysm; however, no additional treatment was necessary. The case was completed successfully.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's injury was potentially the result of inadvertent vascular dissection. Vessel dissection and vessel perforation are listed in the device labeling as potential complications/adverse events. Manufacturer reference #: (B)(4).